Event description:
It was observed that during the device evaluation, the subject device exhibited the residual fluid and foreign material from the forceps channel, pinhole at forceps channel and foreign material on the distal end. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope and hole was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.